Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
On 11/8/2023, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion jaw would no longer fully close and quit working when passing the suture tape through a rotator cuff. This was discovered during a rotator cuff procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.